Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned. After obtaining trans-septal access with the was, a thrombus was noted in the laa and the procedure was aborted. An activated clotting time (act) of 307 was noted during the procedure. The patient fully recovered without additional intervention and was discharged home.